Manufacturer narrative:
The sheath and dilator were returned with the sheath over the dilator. No blood or damage was observed on the returned components. The iab catheter was not returned for evaluation. The sheath and dilator were measured and both found to be within specification. The reported event cannot be confirmed by the evaluation and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The device meets all product specifications the IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), resistance was met while inserting the sheath and it could not be inserted smoothly. There as no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #: (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), resistance was met while inserting the sheath, and it could not be inserted smoothly. There as no patient harm, or adverse event reported.